Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level. The continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, an occlusion alarm occurred. The pump supplies were changed to address the issue, however, the customer¿s blood glucose level remained elevated. The customer alleged that the pump did not deliver enough insulin; however, troubleshooting was performed and the pump was operating as intended. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.